Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient's ventricular fibrillation (vf). A revision procedure was performed where non-conversion occurred at all levels of polarity. It was thought the electrode had dislodged. Visual inspection of the electrode found the suture sleeve was around the shocking coil. The electrode was explanted and new electrode was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted the suture sleeve was located over the proximal ring, and the proximal end of the shocking coil when received. Visual examination identified a slight bend the electrode body approximately 25 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal and high voltage conductor coils were fractured in the areas of the observed bend. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Analysis confirmed that the failure to convert arrythmia was due to the fractured electrode. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of photo evidence shows the suture sleeve was located over the proximal ring, and the proximal end of the shocking coil. No suture sleeve was received when the lead was returned to the lab for testing. Visual examination identified a slight bend the electrode body approximately 25 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal and high voltage conductor coils were fractured in the areas of the observed bend. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Analysis confirmed that the failure to convert arrythmia was due to the fractured electrode. The dislodgement and non-specific product performance allegations were not confirmed by product analysis. This report is being filed to correct the additional manufacturer narrative as some text was inadvertently left off the last report.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient's ventricular fibrillation (vf). A revision procedure was performed where non-conversion occurred at all levels of polarity. It was thought the electrode had dislodged. Visual inspection of the electrode found the suture sleeve was around the shocking coil. The electrode was explanted and new electrode was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted the suture sleeve was located over the proximal ring, and the proximal end of the shocking coil when received. Visual examination identified a slight bend the electrode body approximately 25 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the distal and high voltage conductor coils were fractured in the areas of the observed bend. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Analysis confirmed that the failure to convert arrythmia was due to the fractured electrode.

Event description:
It was reported that during the subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to convert the patient's ventricular fibrillation (vf). A revision procedure was performed where non-conversion occurred at all levels of polarity. It was thought the electrode had dislodged. Visual inspection of the electrode found the suture sleeve was around the shocking coil. The electrode was explanted and new electrode was successfully implanted. No additional adverse effects were reported. The electrode was returned for analysis.